Event description:
It was reported to philips that the device failed to power on, and an activation problem was reported on a integris allura 15 & 12 monoplane. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).